Event description:
Healthcare professional reported washout of breast as reason for removal. Healthcare professional later reported the reason for removal was "cellulitis of breast¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cellulitis of breast¿.